Event description:
New information received indicates that the oversensing also led to inappropriate automatic mode switch.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was oversensing noise which led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.